Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, "low oxygen supply pressure" and 'high oxygen supply pressure' alarms occurred repeatedly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the subsidiary manufacturing engineering center (mec) , they confirmed the device functioned normally. Software data logs were sent to the manufacturer for further evaluation.